Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
New information received indicates that the patient underwent surgical intervention in which the system was explanted on an unknown date in (B)(6) 2019.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and charger. The patient's programmer also reflects a communication error. The patient stated he has not recharged the device in over a year. A company representative met with the patient and confirmed the issue using another charger. Consequently, the patient may undergo surgical intervention to address the issues.